Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with moderate tortuosity. The 3.0 x 15 mm xience prime stent was implanted; however, a proximal edge dissection occurred. The dissection was treated with an additional stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.